Manufacturer narrative:
Analysis was unable to confirm the customer comment that the generator lost capture, stopped pacing and turned itself off however the main printed circuit board was being replaced as a preventive measure. It was additionally noted that the white display wire was pinched but the insulation was not compromised, the keypad was contaminated, the battery drawer stuck and the output connector assembly was broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use the external pulse generator lost capture, causing the patient to enter into ventricular tachycardia, then the issue resolved. It was additionally noted that during subsequent testing the biomedical engineer was unable to replicate the issue. The generator has not been received into service. There were no further patient complications reported as a result of this event. It was further reported that the generator was returned for service and that after it stopped pacing the patient it shut itself off.